Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons were not blinking. The pt also mentioned he had to press the response buttons several times to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons are not working) has been confirmed. Upon inspection, it was discovered that the front response button flex circuit was pinched, causing the response button to be intermittent. The root cause of the pinched flex circuit was due to an assembly error. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.